Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer has investigated the reported ventilator on site. The dc/dc printed circuit board (pcb) has been replaced to resolve the reported issue and sent back for investigation. The returned dc/dc pcb has been tested in a ventilator. It failed the pre-use check with internal and pressure transducer tests. Immediately after that, it started alarming for technical errors that indicates power error, panel disconnected, expiratory channel voltage under range, high internal temperature, backup audible alarm error, expiratory cassette power failure,safety valve test failed and memory backup battery depleted. It was not possible to turn off the ventilator and it started peeping continuously as well. The defected pcb has been checked by a multimeter. It was noticed that 2 transformers have voltage leakage (20mv) while on the reference pcb was (0,2mv). Replacing these 2 transformers didn't resolve the issue. Replacing other components on the same circuit didn't resolve the issue. The conclusion is that the +12v circuit has some voltage leakage. However, it was not possible to find which component caused the reported issue. This +12v circuit function is to provide power to different modules in the ventilator. If the +12v is not working as intended, most of the modules and pcbs in the ventilator will not work properly.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).